Manufacturer narrative:
Results: bd received twenty-seven (27) representative units for analysis. Leak testing was performed on each of the returned units and no leakage was observed. A review of the device history records revealed no irregularities during the manufacture of reported lot number 7184543. Bd was unable to determine a root cause for this occurrence as the returned units met manufacturing standards. Bd was not able to duplicate or confirm the customer¿s indicated failure mode. Conclusion: based on investigation results to date, root cause for manufacturing process cannot be determined.

Manufacturer narrative:
Initial reporter phone: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when the nurse started to inject anesthesia drugs into the bd connecta stopcock plus3 she noticed, ¿dropping/ infiltration¿ occurred between the lateral bifurcation of the key and the central point of the key.